Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac s/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and fluid leak issue, as a diagonal split was observed approximately 7.2 cm from the distal end of the luer. Two notable features were noted on the edges of the diagonal split; one region of the split had jagged edges while the other region had striations. The catheter was patent to infusion and aspiration; upon infusion of the catheter, a leak from the diagonal split was observed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2021), g3, h6 (device, method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately six hours post a catheter placement procedure in the right internal jugular, the patient allegedly bled. Upon inspection, the catheter was found to be cracked. The device was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2021).

Event description:
It was reported that approximately six hours post a catheter placement procedure in the right internal jugular, the patient allegedly bled. Upon inspection, the catheter was found to be cracked. The device was removed and replaced. The current status of the patient is unknown.